Event description:
Customer reported that the reagent carousel is not spinning the red cell reagents properly. The carousel is spinning too slow. No indication of any incorrect results, incorrect volumes or incorrect probe dispensing. Variations in red blood cell concentrations may affect the sensitivity of the test.

Manufacturer narrative:
No definite root cause was determined. An ocd field engineer went on site and performed a pm and performed all required adjustments and generated a new reference image. The fe also removed and cleaned the carousel spinners. The instrument was returned to expected operation. This customer has not logged any complaints against this analyzer since the repair.